Event description:
It was reported there was a revision surgery 1 month after implantation due to all proximal screws having backed out from the proper position. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2: foreign: japan; the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 -2023-00619; 0009613350 -2023 -00622; 0009613350 -2023 -00623.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated/corrected no product was returned, or pictures provided; visual and dimensional evaluations could therefore not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. Complaints are monitored per (B)(4) complaint trending process in order to identify potential adverse trends. Two undated fluoroscopic and three undated CT images of the proximal humerus were provided and reviewed by a radiologist with the following assessment: there is a transverse fracture of the proximal humeral diaphysis with im nail and screw fixation. The three proximal screws have retracted and provide incomplete fixation. There is moderate displacement at the fracture site. The proximal im nail is functionally loose due to the displaced proximal screws. The im nail is intact. Bone quality appears osteopenic.it can be assumed that multiple contributing factors, related to either patient condition and behavior or implantation procedure, contributed to the migration of the screws. If and to what extent any of these aspects may have influenced the migration of the screw remains unknown. An additional deeper investigation was performed which identified the design limitation of the corelock mechanism of the affixus nail as a potential contributing factor. As part of the deeper investigation, a scientific literature search was conducted and a systematic review of the outcome of intramedullary nailing for acute proximal humerus fracture showed that screw migration and perforation into the joint is the second most common complication following secondary loss of reduction. In addition, scientific literature of competitor and predicate devices were assessed. This review has shown that the affixus® natural nail® proximal humeral system performs better and/or in equal range in comparison with legally marketed similar devices. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the migration of the screw. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information at this time.